Manufacturer narrative:
Unit received with unresponsive act button due to unlocked connector at lcd board. Unit received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act keypad button and the up arrow button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 216 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.